Manufacturer narrative:
(B)(4). Results: paralysis. Pre-operatively ruptured aneurysm, irregularly shaped aorta. Stent graft was used for treatment of a patient with a pre-operatively ruptured thoracic aortic aneurysm. Conclusions: pre-operatively ruptured aneurysm, irregularly shaped aorta. Stent graft was used for treatment of a patient with a pre-operatively ruptured thoracic aortic aneurysm.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6.5cm diameter pre-operatively ruptured thoracic aortic aneurysm approximately three weeks ago. It was reported that the patient was scheduled for treatment of the aneurysm; however, the patient presented emergently with chest pain four days prior to scheduled appointment. A CT scan was done and revealed that the thoracic aneurysm was ruptured. The valiant stent grafts were implanted. In addition to the ruptured aneurysm there was also a dissection and narrowing of the thoracic aorta. The thoracic aorta was 20 mm in length proximal to the aneurysm. It was 28.7 mm in diameter proximal to the aneurysm and immediately proximal to the aneurysm it was 27.5mm in diameter. The distal diameter directly below the aneurysm was 35.5mm and 2 cm distal to that it was 31.3mm and at the celiac axis it was 32.2mm. The stent grafts were successfully implanted. The lsa was covered in order to seal the aneurysm. It was reported that the day following the index procedure the patient had paralysis and the decision was made to insert a lumbar drain. The patient continued to improve and 11 days post implant the paralysis had completely resolved. No additional clinical sequelae were reported and the patient is fine.